Event description:
During a transapical tavr procedure, the delivery system balloon burst (manufacturer report number 2015691-2014-01343). Complications occurred during retrieval of the delivery system, and the valve was damaged (MDR 3). During deployment of a second valve, the second delivery system also burst (this MDR). There was severe calcium in the stj, as well as on the non coronary cusp and proximal to the cusp. Due to the calcium the balloons burst. Initially, wire access was obtained, the sheath was successfully inserted, and balloon aortic valvuloplasty (bav) was performed. The delivery system was then advanced; the valve was positioned 50:50 in the annulus and upon full inflation of the valve, the delivery system balloon ruptured. The valve landed 40/60 aortic/ventricular, however, was slightly under deployed. The ruptured balloon was hung up in the valve and was not able to be pulled back into the sheath. It was decided to push the delivery system balloon proximal into the ascending aorta. Upon doing this, the ascendra sheath was pushed through the valve in order to capture the balloon that was getting stuck on the valve. The balloon was pulled back into the sheath, however, the proximal nose cone of the delivery system ripped off and dislodged in the aorta. It landed and maintained position in the descending abdominal aorta. At this point it was decided to finish treating the valve. A 22x4z-med balloon was inserted to fully dilate the valve. Echo was performed and the valve looked good and stable. The ascendra sheath was then removed. The physicians decided to try to snare the nose cone by using an ensnare. After several unsuccessful attempts, they terminated this approach deciding the nose cone was not moving at all and they did not want to accidentally dislodge it in the great vessels. After the snaring attempt was completed, the echocardiologist noticed the valve was no longer functioning as it should, but rather staying open and briefly closing every few seconds. It appeared all the leaflets would move but not with the blood flow, rather they would miss a few beats and then close. At this point it was decided another valve was needed to fix the malfunctioning valve. A new sheath was opened and inserted into the apex and a new valve was prepped onto a delivery system. The delivery system was then inserted into the sheath and was placed within the 1st valve. Ventilation was held and rapid pacing induced as the valve was inflated. Again, the delivery system balloon ruptured shearing the balloon in half. Upon this rapid pacing, valve deployment and balloon rupture, the patient went into v-fib and needed to be shocked several times. The patient was shocked into normal sinus rhythm and the delivery system was able to be removed, however the nose cone was dislodged in the ascendra sheath. On the back table the physicians cut the sheath in half and inserted the dilator into the valve system of the sheath and were able to push the nosecone out. Echo demonstrated the prosthetic valve was functioning well and the physicians were able to close up the apical exposure.

Manufacturer narrative:
The delivery system was returned to edwards in a used condition with the balloon fully separated in two halves, with the nosecone attached to the distal half. The balloon was visually inspected and the following was observed: a longitudinal tear propagating radially, separated nose tip,and stretched guidewire lumen. Dimensional testing was performed on the balloon wall thickness and all measurements met specifications. Functional testing could not be performed due to the ruptured balloon. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. The technical summary provides a rationale as to why it is very unlikely that a product defect contributes to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to risk of burst in a calcified annulus, as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analysis reveals that these types of ruptures are typically caused by puncture from calcium on the native aortic valve. The nose tip separation in the returned ascendra 3 delivery system was confirmed, however, the evaluation revealed no indication that a manufacturing non-conformance was the cause of the reported complaint. After a balloon burst, the balloon material may protrude and result in difficulty removing the device from the patient. Thus, it is possible for the inner guidewire lumen to stretch/separate during system retrieval and for the longitudinal balloon tear to translate into a radial tear and separate into two pieces if excessive force is used. Per edwards training manual, it provides procedural considerations in case of a balloon burst by recommending not using excessive force when removing the delivery system with a burst balloon. During manufacturing, multiple 100% inspections of the balloon and delivery system are performed. These inspections make it unlikely that a manufacturing non-conformance contributed to the complaint event. The balloon burst and the distal tip separation were confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that patient factors (severe calcification of the stj, and native valve/leaflets) may have contributed to the balloon burst event. It is possible that the balloon material became stuck on the sheath during withdrawal, and attempts to remove the device resulted in stretching and ultimately separation of the distal tip. Since no manufacturing defects were found, no labeling or IFU inadequacies have been identified, and review of complaint history for the month did not reveal that the occurrence rates exceeds the control limits for this trend category, no corrective or preventive action is required at this time.

Manufacturer narrative:
The delivery systems will be returned to edwards for evaluation. The investigation is ongoing